Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not turn on. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up: root cause: the field service engineer (fse) found that the hospital staff did not have unit plugged in, tested unit, battery fully charged.